Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's external device. It was reported that when attempting to use the wireless recharger, the battery lamp began flickering in a wave-like pattern, rendering it unusable. A long-press reset was attempted, but it did not resolve the issue. The issue occurred during normal use without any relevant contributing factors. The issue has not been resolved. On 2025-sep-09 additional information was received. When asked if the cause of the battery lamp flickering in a wave-like pattern was determined, it was stated that the malfunction of the device was suspected. The most likely cause was unknown.